Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose of 32 mg/dl which was treated with food. The customer declined troubleshooting. It was unknown whether the auto mode feature was active at the time of event. The insulin pump will not be returned for further analysis.